Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Additionally, customer¿s blood glucose (bg) level was "high"; specific value was not provided. Customer required assistance in addressing the elevated bg level with a manual injection.